Event description:
It was reported that the patient experienced a return of her tremor the previous saturday. The implantable neurostimulator was confirmed to be "on." The patient indicated that she had a fall 2-3 weeks ago, but information provided did not suggest that the fall was related to the loss of therapeutic effect. Additional information had been requested, but was not available as of the date of this report. See MFR. Report # 3004209178-2012-07110 for related device event.

Event description:
Additional information received reported that the cause of the event was unknown. It was noted that the patient "had falls and balance problems at baseline." It was noted that this was "not a device problem."

Manufacturer narrative:
Product ID: 748251, serial# (B)(4), implanted: (B)(6) 2006, product type: extension; product ID: 748251, serial# (B)(4), implanted: (B)(6) 2006, product type: extension; product ID: 37642, serial# (B)(4), product type: programmer; product ID: 3387-40, lot# j0555533v, implanted: (B)(6) 2006, product type: lead; product ID: 3387-40, lot# j0555533v, implanted: (B)(6) 2006, product type: lead. (B)(4).